Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used her scs system since last fall because her pain had diminished since she was implanted with her scs system. Also, the pt stated over the last yr, she has experienced ineffective stimulation therapy from her system. In addition, the pt would like her scs system explanted because she needs to have a contraindicated (MRI) procedure. Surgical intervention is planned for a later date.